Event description:
Procedure : endoscopic hernia repair was done of abdominal hernia in 2007. According to the hospital's medwatch report: pt coded 2007, at 4:19 am and expired. Upon autopsy, it was discovered that a surgical fastener (staple) from the protack device had come loose and migrated to pt's pericardium.

Manufacturer narrative:
Initial report submitted: may 6, 2008.